Event description:
It was reported that sheath detachment occurred. The 99% stenosed target lesion was located in a mildly tortuous and moderately calcified coronary artery. An opticross hd catheter was introduced during a percutaneous coronary intervention and as it was withdrawn, it was observed that the sheath had come off the outer part of the transducer. The sheath was removed together with the guide catheter and the procedure competed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.:visual and microscopic inspection identified a detachment of the imaging window from the lap joint section was observed. The detached imaging window was not returned for analysis. The lap joint section appeared to have stress marks. Media inspection involved four pictures all of them showed the detachment found during the product analysis of the returned device. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that sheath detachment occurred. The 99% stenosed target lesion was located in a mildly tortuous and moderately calcified coronary artery. An opticross hd catheter was introduced during a percutaneous coronary intervention and as it was withdrawn, it was observed that the sheath had come off the outer part of the transducer. The sheath was removed together with the guide catheter and the procedure competed with a different device. No patient complications were reported and the patient was stable.